Event description:
The product was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the device was difficult to remove from the pt's cavity and bleeding occurred. The surgeon was able to remove the device without any pt injury.

Manufacturer narrative:
02/12/1999- supplemental report sent to FDA.